Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level..